Event description:
It was reported that a pump alarm occurred during use, and the customer declined to answer whether the issue caused their blood glucose level to exceed 500 mg/dl. Cts (customer technical support) assisted the customer in attempting to load a new cartridge, though the alarm persisted and insulin therapy could not be resumed. The pump was ultimately replaced by cts, and the customer transitioned to using multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.